Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the lead was explanted and replaced due to dislodgement. There were no adverse consequences to the patient. The patient was stable.